Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the patient experienced pericardial effusion, which was due to a right atrial (ra) lead perforation. The ra lead perforation was confirmed by an intracardiac echocardiography (ice) during pericardial drain insertion. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.